Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. Based on the reported information, it is likely the foot caught tissue or suture when closed. Factors for this are not establishing a pulsatile mark again before closing, insufficient rotation prior to foot positioning when deploying multiple devices, vessel flaps, suture not releasing from the foot, or interactions with anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- estimated date.

Event description:
This was reported as a vessel closure using a prostyle device relative to a procedure. Reportedly, resistance was encountered while removing the device from the patient anatomy. It is unknown how hemostasis was achieved. No additional information was provided.